Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 45 mg/dl needing settings adjustment. Reportedly, customer required assistance from their spouse by administering a glucagon injection and providing carbohydrates, however, went to the hospital and admitted to the intensive care unit and was treated with intravenous fluids of saline. The customer was released on (B)(6) 2023 with issue resolved and no permanent damage. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.